Manufacturer narrative:
The remote service engineer (rse) spoke to the customer biomed who confirmed the speaker issue and requested a quote for replacement parts. Replacement speaker was ordered and shipped to the customer site. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that a speaker malfunction occurred and the speaker emits no sound. It was confirmed that the device was not in use on a patient at the time of the event. There was no adverse event reported.